Event description:
During laparoscopic nissen fundoplication, #0 sofsilk autosuture was utilized. A small part of the needle broke as suturing was in process. Unable to locate small piece of needle in pt. Tissue search by use of a video was done.